Event description:
It was reported by the user facility that the product didn't work. During the service evaluation at stryker, the device began smoking. This did not occur in a surgical procedure, so there was no patient involvement. There were no allegations of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer. Internal components were evaluated and the smoking was caused by a bad solder. Additional worn components were replaced and preventative maintenance was performed.